Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3.

Event description:
Healthcare professional reported capsular contracture baker grade iii. This record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported capsular contracture baker grade iii. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on february 22, 2024, with catalog number mcghan-330. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: observed a broken plug strap assessed as an unidentified (tear) opening.